Manufacturer narrative:
Visual inspection performed by r&d project manager: the implant shows ha layer almost fully absorbed, metal transfer scratch on the femoral head. It is not possible to determine a failure root cause.

Manufacturer narrative:
On may 03, 2019 we were informed that the primary surgery date reported in the initial report was wrong (01-gen-2015) and the correct one was 07 aug 2015. So, the revision was performed 3 years and 7 months after the primary case.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department partial hip revision surgery (stem and head) occurred 4 years and 3 months after cementless total hip arthroplasty in a (B)(6) year old heavy ((B)(6) kg) man. Radiographic image provided shows the presence of signs of stress shielding suggesting distal fixation of the stem. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined. Batch review performed on 12 april 2019: lot 147653: (B)(4) items manufactured and released on 11-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold, without any other similar event reported.

Event description:
On march 18 we were informed about a revision surgery planned on march 19. Revision performed 4 years and 3 months from the primary due to left side stem loosening. The reason of the mobilization is unknown. The revision surgery completed successfully.